Manufacturer narrative:
Analysis of the equipment rack 9734061 i7 220v (serial #: (B)(4)) found that it passed the workorder. Analysis of the cable 9734233 axiem i7 power/data (lot #: 110518) found that the cable jacket was damaged exposing the shield wire near the lemo connector at both ends of the cable. No bare conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. Product event summary #broken axiem cable product analysis # (B)(4): mnav findings and conclusions: the cable jacket is damaged exposing the shield wire near the lemo connector at both ends of the cable. No bare conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. Mnav methodology: functional testing; visual/ physical examination. Mnav detail: awaiting field response/info. Mnav usability: false. Mnav able to duplicate the issue?: yes. Mnav bai/oobf?: false. Mnav failure mode: physical damage. Mnav failure mechanism: cable-cut, other relevant device(s) are: product ID: 9734061, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem power/data cable was broken. There was no patient present at the time of the event.